Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm during an unspecified therapy step. During troubleshooting, it was reported that there was a leak from an unspecified location. The hp stated that they noticed a fluid leak on the floor but could not confirm if the connection was loose or if there was any leak with the bag itself since the bags were full. Renal therapy services (rts) advised the hp to start over using new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.